Event description:
It was reported that the rigid videoscope displayed a pink image. This event was found during preparation for use for a laparoscopic cholecystectomy procedure that was completed. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the device evaluation identified following reportable malfunction: the fiber bonding in the outer tube was damaged. Based on the results of the investigation, it is likely that the following led to the malfunction: the image was purple due to broken video cable; cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope displayed a pink image. This event was found during preparation for use for a laparoscopic cholecystectomy procedure that was completed. There are no reports of patient harm.